Manufacturer narrative:
The customer contacted siemens customer care center (ccc) to report that a discordant, falsely low free beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 1500 instrument. The customer also noted that the quality controls (qcs) were within specifications on the day of the event. A technical application specialist (tas) was dispatched to the customer's site. The tas replaced the loci cup and insert, re-baselined loci reader by running 50 sair service tests for the loci system, and recalibrated and repeated bhcg qc. The customer ran quality controls (qcs), resulting acceptably. The discordant result was obtained on the instrument after the customer re-ran the initial sample. The customer mentioned that the initial tube was low in volume. Siemens investigated the event and identified that insufficient sample can cause a falsely low bhcg result. The cause of the discordant result is potentially low sample volume and or other pre analytical issues. There was no evidence of an instrument or reagent malfunction. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A flagged free beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 1500 instrument. A sample from the patient was repeated on the same instrument, resulting in a discordant, falsely low bhcg result. The discordant result was reported to the physician(s), who questioned the result. On (B)(6) 2018, a sample from the patient was repeated on the same instrument resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low bhcg result.